Event description:
A customer contacted haemonetics on (B)(6), 2011 and alleged possible hemolysis on the plasma collection system during the last draw cycle. The operator noted the plasma was a red color and an alarm code 206, ratio fault too high message. No cells were returned to the donor after discovery by the operator. No donor injury or reaction reported. No operator injury reported. The device was evaluated in the field by the customer's technician and found to meet performance specifications. At this time the customer could not provide a date of this service. We have reviewed the error code and determined it to be an isolated occurrence that is unrelated to the possible hemolysis. No disposable samples were available for evaluation. No non-conformities found in the review of historical records for the disposables. The solutions used during the procedure were not made by or for haemonetics. Hemolysis was not confirmed by the customer. No blood sample was available for analysis. The operator made their determination of hemolysis based on experience. The return of hemolyzed cells is dependent on an operator's awareness of the issue and terminating the procedure prior to returning cells. The impact of hemolyzed cells on a healthy donor could range from no symptoms to acute. As the operator terminated the procedure, there is no potential injury to the donor from hemolysis. No injury was reported by the center. No operator injury reported. As the procedure was terminated, the donor experienced a red cell loss. As the donor passed the health criteria to donate, there is a very low risk of anemia requiring medical intervention. This condition would not be considered potentially serious. If more information becomes available a follow up report will be filed.